Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 206 mg/dl. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind, due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).